Event description:
During implantation a high channel was found. A full insertion was reported; however, a post-op CT scan taken the day after implantation showed that 2 electrodes were extra-cochlear. At revision surgery on the 7th november the electrode was fully re-inserted. However, because of the still present high channel the device was explanted and a new device was placed.

Manufacturer narrative:
Conclusion: device investigation revealed wire fractures in the active electrode array directly in front of electrode contacts 2 and 3. No other damages have been identified which could explain the reported problem. A DHR (device history record) review confirmed that the device was manufactured and released according to specifications. It is therefore assumed that the device might have been inadvertently damaged by insertion attempts during the implantation surgery. Furthermore, a full insertion of the active electrode array into the cochlea was achieved, however a post-op maging confirmed two channels to have been migrated out of cochlea. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During implantation a high channel was found. A full insertion was reported; however, a post-op CT scan taken the day after implantation showed that 2 electrodes were extra-cochlear. At revision surgery on the 7th november the electrode was fully re-inserted. However, because of the still present high channel the device was explanted and a new device was placed.